Event description:
Information received from the field does not address the patient's clinical status but notes loss of pacing, sensing, capture and the inability to be interrogated. The physician opened the pocket to examine the lead connections. Upon reconnection of the leads, intermittent pacing, sensing and interrogation were noted. Therefore the device was re- placed.